Manufacturer narrative:
Please note that the following sections were inadvertently missed on the initial MFR report and are being included on this follow-up #01 MFR report:3005168196-2022-00535. 1. Section h. Box 8. Usage of device. 2. Section h. Box 10./11. Additional narrative and/or corrected data.

Event description:
The patient was undergoing a coil embolization procedure using pac400s, pod coils, a non-penumbra vascular plug, and a px slim delivery microcatheter (px slim). During the procedure, the physician successfully placed multiple coils and a non-penumbra vascular plug in the target location. Next, while advancing a pac400 coil through the px slim, the px slim was kinked and, consequently, the pac400 coil unintentionally detached inside the microcatheter. Therefore, the physician used a snare device was used to remove the detached pac400 coil. The procedure was considered completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.